Manufacturer narrative:
Calibration data was acceptable. Control data from the date of the event was not provided. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
(B)(6).

Event description:
The customer stated that they received erroneous results for one patient sample tested with elecsys brahms pct on a cobas e 411 immunoassay analyzer. No erroneous results were reported outside of the laboratory. The primary tube of the sample was initially tested, resulting with a pct value of 24.28 ng/ml. The sample was placed into a cup and repeated twice, resulting with pct values of 18.14 ng/ml and 10.57 ng/ml. The sample was re-centrifuged and placed into a cup, then repeated two more times, resulting with pct values of 5.82 ng/ml and 5.70 ng/ml. A second sample tube collected from the patient was placed into a cup and tested on (B)(6) 2019, resulting with a pct value of 23.67 ng/ml. It was asked, but it is not known if this second sample tube was collected from the patient at the same time as the first sample tube. The first sample tube was placed in a sample cup and repeated on (B)(6) 2019, resulting with a pct value of 0.887 ng/ml. No adverse events were alleged to have occurred with the patient. The pct reagent lot number was 302975. The reagent expiration date was asked for, but not provided. The field service engineer checked the analyzer and found that the sipper probe was dripping. He ran performance testing and the results were unexpected. He changed seals and the sipper probe, changed the measuring cell and sipper probe tubing. He cleaned a filter and ran performance testing. He performed a volume adjustment and erased calibration data. Pre-analytic handling at the customer site was also observed and was done according to labeling. The analyzer was working properly after this.